Manufacturer narrative:
A cracked reservoir tube lip, severely scratched display window, a missing end cap sticker and a cracked case near display window corners were noted during the visual inspection. The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces.

Event description:
Customer reported receiving a button error alarm on her insulin pump. Customer does not recall any significant events leading up to the button error alarm. Blood glucose level was 257 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.